Event description:
Same case as MFR# 2939204-2009-00389. It was reported that during a coronary drug eluting stenting treatment procedure, a vessel dissection occurred. Ivus was performed on the calcified, mid left anterior descending artery (lad) and then a 3.0x12mm apex balloon was advanced to the lesion and was inflated a few times. A 3.0x18mm promus stent was then deployed in the lad and when ivus was performed again it was noticed that a dissection had occurred and blood flow was non existent. The physician attempted to treat the dissection with a pt2 guide wire, a non bsc wire and a 3.0x12mm and 1.5x15mm apex balloon but the treatment was unsuccessful as the devices were unable to cross the lesion. It was noted that the patient had severe chest pain and st elevation. The procedure was ended and the patient was taken to bypass surgery.

Manufacturer narrative:
It is unknown if the device was over-the-wire or monorail. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.